Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 23912fp00. Return testing was not completed as returns were not available. Review of trending reports did not identify any trends for the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was performed for reagent lot 23912fp00 using an internal alinity I ca19-9xr panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the alinity I ca19-9xr for lot number 23912fp00 was identified.

Manufacturer narrative:
Patient information: no specific patient information was provided. This report is being filed on an international product, alinity I ca 19-9xr, list 8p32-20, that has a similar product distributed in the us, list number 8p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated alinity I ca 19-9xr results from one patient with unknown background. On (B)(6) 2021 the sample generated 98 and 226 u/ml. The sample was recentrifuged and generated 102 and 104 u/ml. No impact to patient management was reported.